Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dizziness ("dizziness"), headache ("severe headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced hypotension ("low blood pressure"). In (B)(6) 2015, the patient experienced chronic fatigue ("persistent exhaustion"). In (B)(6) 2016, the patient experienced sleep disorder ("sleep disturbance"), anxiety ("anguish"), nervousness ("symptoms of nervousness"), tremor ("trembling") and restlessness ("restlessness"). In (B)(6) 2018, the patient experienced pruritus ("itching in neck and head"). In (B)(6) 2018, the patient experienced abdominal distension ("feeling bloated"). In (B)(6) 2018, the patient experienced peripheral swelling ("her hands and feet often swell"). In (B)(6) 2019, the patient experienced fatigue extreme ("extreme tiredness") and muscular weakness ("weakness in legs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("general swelling throughout the body"), hypersensitivity ("allergic reaction"), pruritus genital ("itching in the genital areas"), tongue pruritus ("itching in tongue"), abdominal pain ("abdominal pain"), pain in extremity ("pain in the legs / pain in fingers"), dyspareunia ("pain during sex"), arthralgia ("joint pain in the feet and hands"), pyrexia ("low-grade fever for no apparent reason"), pain ("shooting pains"), limb mass ("lumps in the legs and arms"), dysuria ("urine problems"), gastric disorder ("stomach problems"), vaginal discharge ("yellowish-white vaginal discharge") and toothache ("pain in his dental arches") and was found to have weight increased ("she gained 20 kilos"). The patient was treated with surgery (bilateral salpingectomy with partial exeresis of the left horn). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, dizziness, hypotension, headache, fatigue extreme, pruritus genital, tongue pruritus, pruritus, abdominal pain, pain in extremity, dyspareunia, arthralgia, pyrexia, pain, limb mass, dysuria, weight increased, gastric disorder, nausea, muscular weakness, vaginal discharge, peripheral swelling, abdominal distension, toothache, sleep disorder, anxiety, nervousness, tremor, restlessness and chronic fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, chronic fatigue, dizziness, dyspareunia, dysuria, gastric disorder, headache, hypersensitivity, hypotension, limb mass, muscular weakness, nausea, nervousness, pain, pain in extremity, pelvic pain, peripheral swelling, pruritus, pruritus genital, pyrexia, restlessness, sleep disorder, swelling, tongue pruritus, toothache, tremor, vaginal discharge, weight increased and fatigue extreme to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. On 19-aug-2020: ha reference number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced dizziness ("dizziness"), headache ("severe headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced hypotension ("low blood pressure / blood pressure drops"). In (B)(6) 2015, the patient experienced chronic fatigue ("persistent exhaustion"). In (B)(6)2016, the patient experienced sleep disorder ("sleep disturbance"), anxiety ("anguish"), nervousness ("symptoms of nervousness"), tremor ("trembling") and restlessness ("restlessness"). In (B)(6) 2018, the patient experienced pruritus ("itching in neck and head"). In (B)(6) 2018, the patient experienced abdominal distension ("feeling bloated"). In (B)(6) 2018, the patient experienced peripheral swelling ("her hands and feet often swell"). In (B)(6) 2019, the patient experienced fatigue extreme ("extreme tiredness / extreme fatigue") and muscular weakness ("weakness in legs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), generalised oedema ("general swelling throughout the body"), hypersensitivity ("allergic reaction"), pruritus genital ("itching in the genital areas"), tongue pruritus ("itching in tongue"), abdominal pain ("abdominal pain"), pain in extremity ("pain in the legs / pain in fingers"), dyspareunia ("pain during sex"), arthralgia ("joint pain in the feet and hands"), pyrexia ("low-grade fever for no apparent reason"), pain ("shooting pains / sharp pain"), limb mass ("lumps in the legs and arms"), dysuria ("urine problems"), gastric disorder ("stomach problems"), vaginal discharge ("yellowish-white vaginal discharge"), toothache ("pain in his dental arches") and abdominal pain upper ("stomach pain") and was found to have weight increased ("she gained 20 kilos"). The patient was treated with surgery (bilateral salpingectomy with partial exeresis of the left horn). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, generalised oedema, hypersensitivity, dizziness, hypotension, headache, fatigue extreme, pruritus genital, tongue pruritus, pruritus, abdominal pain, pain in extremity, dyspareunia, arthralgia, pyrexia, pain, limb mass, dysuria, weight increased, gastric disorder, nausea, muscular weakness, vaginal discharge, peripheral swelling, abdominal distension, toothache, sleep disorder, anxiety, nervousness, tremor, restlessness, chronic fatigue and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, chronic fatigue, dizziness, dyspareunia, dysuria, gastric disorder, generalised oedema, headache, hypersensitivity, hypotension, limb mass, muscular weakness, nausea, nervousness, pain, pain in extremity, pelvic pain, peripheral swelling, pruritus, pruritus genital, pyrexia, restlessness, sleep disorder, tongue pruritus, toothache, tremor, vaginal discharge, weight increased and fatigue extreme to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2022: new adverse event added: stomach pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dizziness ("dizziness"), headache ("severe headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced hypotension ("low blood pressure"). In (B)(6) 2015, the patient experienced exhaustion ("persistent exhaustion"). In (B)(6) 2016, the patient experienced sleep disorder ("sleep disturbance"), anxiety ("anguish"), nervousness ("symptoms of nervousness"), tremor ("trembling") and restlessness ("restlessness"). In (B)(6) 2018, the patient experienced pruritus ("itching in neck and head"). In (B)(6) 2018, the patient experienced abdominal distension ("feeling bloated"). In (B)(6) 2018, the patient experienced peripheral swelling ("her hands and feet often swell"). In (B)(6) 2019, the patient experienced fatigue extreme ("extreme tiredness") and muscular weakness ("weakness in legs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("general swelling throughout the body"), hypersensitivity ("allergic reaction"), pruritus genital ("itching in the genital areas"), tongue pruritus ("itching in tongue"), abdominal pain ("abdominal pain"), pain in extremity ("pain in the legs / pain in fingers"), dyspareunia ("pain during sex"), arthralgia ("joint pain in the feet and hands"), pyrexia ("low-grade fever for no apparent reason"), pain ("shooting pains"), limb mass ("lumps in the legs and arms"), dysuria ("urine problems"), gastric disorder ("stomach problems"), vaginal discharge ("yellowish-white vaginal discharge") and toothache ("pain in his dental arches") and was found to have weight increased ("she gained 20 kilos"). The patient was treated with surgery (bilateral salpingectomy with partial exeresis of the left horn). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, dizziness, hypotension, headache, fatigue extreme, pruritus genital, tongue pruritus, pruritus, abdominal pain, pain in extremity, dyspareunia, arthralgia, pyrexia, pain, limb mass, dysuria, weight increased, gastric disorder, nausea, muscular weakness, vaginal discharge, peripheral swelling, abdominal distension, toothache, sleep disorder, anxiety, nervousness, tremor, restlessness and exhaustion outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, dizziness, dyspareunia, dysuria, exhaustion, gastric disorder, headache, hypersensitivity, hypotension, limb mass, muscular weakness, nausea, nervousness, pain, pain in extremity, pelvic pain, peripheral swelling, pruritus, pruritus genital, pyrexia, restlessness, sleep disorder, swelling, tongue pruritus, toothache, tremor, vaginal discharge, weight increased and fatigue extreme to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical or surgical history. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dizziness ("dizziness"), headache ("severe headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced hypotension ("low blood pressure"). In (B)(6) 2015, the patient experienced chronic fatigue ("persistent exhaustion"). In (B)(6) 2016, the patient experienced sleep disorder ("sleep disturbance"), anxiety ("anguish"), nervousness ("symptoms of nervousness"), tremor ("trembling") and restlessness ("restlessness"). In (B)(6) 2018, the patient experienced pruritus ("itching in neck and head"). In (B)(6) 2018, the patient experienced abdominal distension ("feeling bloated"). In (B)(6) 2018, the patient experienced peripheral swelling ("her hands and feet often swell"). In (B)(6) 2019, the patient experienced fatigue extreme ("extreme tiredness") and muscular weakness ("weakness in legs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("general swelling throughout the body"), hypersensitivity ("allergic reaction"), pruritus genital ("itching in the genital areas"), tongue pruritus ("itching in tongue"), abdominal pain ("abdominal pain"), pain in extremity ("pain in the legs / pain in fingers"), dyspareunia ("pain during sex"), arthralgia ("joint pain in the feet and hands"), pyrexia ("low-grade fever for no apparent reason"), pain ("shooting pains"), limb mass ("lumps in the legs and arms"), dysuria ("urine problems"), gastric disorder ("stomach problems"), vaginal discharge ("yellowish-white vaginal discharge") and toothache ("pain in his dental arches") and was found to have weight increased ("she gained 20 kilos"). The patient was treated with surgery (bilateral salpingectomy with partial exeresis of the left horn). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, swelling, hypersensitivity, dizziness, hypotension, headache, fatigue extreme, pruritus genital, tongue pruritus, pruritus, abdominal pain, pain in extremity, dyspareunia, arthralgia, pyrexia, pain, limb mass, dysuria, weight increased, gastric disorder, nausea, muscular weakness, vaginal discharge, peripheral swelling, abdominal distension, toothache, sleep disorder, anxiety, nervousness, tremor, restlessness and chronic fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, chronic fatigue, dizziness, dyspareunia, dysuria, gastric disorder, headache, hypersensitivity, hypotension, limb mass, muscular weakness, nausea, nervousness, pain, pain in extremity, pelvic pain, peripheral swelling, pruritus, pruritus genital, pyrexia, restlessness, sleep disorder, swelling, tongue pruritus, toothache, tremor, vaginal discharge, weight increased and fatigue extreme to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.